Manufacturer narrative:
One device was returned for investigation. The reported complaint was confirmed through the device is not locking to the cassette, also has a bubble on the dso. Was verified by visual, and functional inspection. The cause of the device issue was a bad latch lock sensor, replaced the latch lock sensor and dso seal. Review of event log found no relevant information. Review of service history found no service within the last 12 months. Device passed all testing criteria post repair.

Event description:
It was reported that the device was not locking to the cassette, it also has a small bubble on the downstream occlusion. The event occurred during testing. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.